Event description:
The nurse was attempting to use the nxstage pureflow b solution on a patient, and when she opened the seal between the two liquid compartments, there was a hole in the bag that was along the seam, allowing the liquid to flow out of the bag. This happened on three separate bags, all with the same lot #. It is unknown in what manner the nurse attempted to pop the seal between the two compartments, but the hole that is in the seam is quite significant on all three bags.